Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient used continuous ambulatory peritoneal dialysis (capd) supplies for automated peritoneal dialysis (apd) therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide states, "using wrong or damaged bags can result in inadequate therapy or contamination of the fluid lines. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not have any last fill bags to connect to the homechoice device, so they connected a continuous ambulatory peritoneal dialysis (capd) last fill bad to the final line. The technical service representative reviewed proper procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.